Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. After reviewing the log file, fse found potential software issue and or mini display port adapter issue. To resolve the issue fse replaced mini display port adapters from the x-ray pc and reloaded x-ray pc software and return the part for further analysis, but no failure found. After replacing the mini display port adapters, the system was returned to use in good working order. The codes were updated based on the investigation outcome.